Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: do not inflate the flextome cutting balloon device above 12 atm (1216 kpa). (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/4.00 flextome¿ cutting balloon¿ was selected for use. During the third inflation, it was noted that the balloon ruptured at 12 atm for 10 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's condition was stable.